Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and as a consequence a rapid battery depletion was noted on the implantable pulse generator (ipg). Ipg was explanted and replaced. It was also noted that during the replacement procedure, a strange color (red-orange) from pin and below was observed on the rv lead. As occlusion of the cephalic and subclavian vein was observed, the rv lead was not replaced and remains in use. No further patient complications have been reported as a result of this event.